Event description:
It was reported that the patient experienced uncontrollable shaking in her right hand and trembling one morning. The loss of effect also affected the patient's voice. The patient checked the therapy status of the left ins and the controller indicated stimulation was off. The patient was able to turn the ins back on. The patient checked the therapy status of the right ins and the controller indicated stimulation was on. When the patient checked the ins battery status with the patient programmer, three green lights were seen on each side. It was noted the patient was last seen three months ago and was told that the batteries seemed fine. The patient stated that she wears some jewelry that have magnetic clasps, and she removed them in case they were affecting the stimulator. It was noted that the patient was going to the clinic for botox treatments for dystonia of voice. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot# v027626, implanted: (B)(6) 2007, product type lead. (B)(4).